Manufacturer narrative:
Evaluation, result: fowler. Evaluation codes provided based upon customer's report. Device evaluation performed by customer. Replacement part sent to the customer for the customer to perform repair.

Event description:
It was reported by service report that the head section would not lay flat. It is unk if there was pt involvement or if there were adverse consequences to report.